Event description:
It was reported that a user experienced fluctuating blood glucose levels ranging from 60 to 380 mg/dl, with prolonged hyperglycemia over 2 hours attributed to not announcing meals and intermittent hypoglycemia under an hour, and the ilet alerted for high and low glucose. Symptoms included hypoglycemia and hyperglycemia. Outcomes included self-management using oral glucose and no medical intervention or outside assistance. Investigation included troubleshooting and education on meal announcements, algorithm behavior, and pump operation. Investigation of this case revealed that the device functioned as designed and that the likely cause of the highs was missed meal announcements; the cause of the lows remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error for the hyperglycemia and cause unclear for the hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.